Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reportedly stopped responding to sound with the device since march 2022. The family did not report a trauma, fall or association with adverse event.

Event description:
The user reportedly stopped responding to sound with the device since march 2022. The family did not report a trauma, fall or association with adverse event. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reportedly stopped responding to sound with the device since march 2022. The family did not report a trauma, fall or association with adverse event. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.